Event description:
It was reported that the patient twisted while standing and felt a pop.

Manufacturer narrative:
An event regarding a revision involving an omnifit micro-structured stem was reported. The event was not confirmed. The exact cause of the event could not be determined because of lack of information. Further information such as the indication for revision, reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient twisted while standing and felt a pop.